Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. As the customer alleged that the product information on the contour next test strips label was missing, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer alleged that there was no labeling information on the bottle of the test strips. The customer did not use the test strips for testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next test strips for evaluation. The customer's allegation of missing information on the label of the contour next test strips was verified. However, from the bottom of the vial, it was determined that the lot # of the returned test strips was 9mpeg17. The device history record and label scans for the contour next test strips with lot # 9mpeg17a were reviewed and no labeling issues were identified. It is possible that with the use of a disinfectant by the customer, the labelling was worn off. Lot # and expiration date in section d4 and device manufacture date in section h4 have been updated.